Manufacturer narrative:
Patient identifier multiple = (B)(6). There was no additional patient information provided by the customer. During the requested site visit, the field service representative observed leaking from the wash zone vacuum drain valves for both wash zone 1 and 2. The vacuum vessel drain valve (part number 7-76447-01) and valve, vacuum (pn 7-76446-01) were replaced, resolving the issue. Return testing was not completed as returns were not available. A review of the architect analyzer, serial number: (B)(4). Service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the parts were replaced. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect I system service and support manual provides instructions for the removal and replacement of the valve, drain, vacuum vessel and the valve, vacuum. A 12-month review did not identify a trend for either the valve, drain, vacuum vessel or the valve, vacuum. The product monitoring review of the architect i2000sr platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, sn: (B)(4), the vacuum vessel drain valve (part number 7-76447-01), or the valve, vacuum (pn 7-76446-01) was identified.

Event description:
The customer reported falsely elevated architect troponin results on three patients. The results provided were: (B)(6)= initial on i2000 = 0.17ng/ml (normal range 0.00-0.04ng/ml) / second run on same sample on i1000 = 0.04; (B)(6)= initial on i2000 = 0.15ng/ml / second run with sample on i1000 = 0.04ng/ml; (B)(6)= initial on i2000 = 0.32ng/ml / second run with same sample on i1000 = 0.01ng/ml. There was no reported impact to patient management.